Event description:
It was reported that during an implant attempt the patient had a pericardial perforation. It was noted that the left ventricular lead dissected the coronary sinus. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.